Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was evaluated following the reported event of a controller exchange. Per the additional information, the system controller was exchanged due to damage observed on the modular cable. The reported event could not be correlated to an issue with the system controller. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 22may2017. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that system controller (B)(6) was exchanged on (B)(6) 2023 at the time of a modular cable replacement. There were no reported issues with the system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller (B)(6) was swapped to their backup controller for an unknown reason on (B)(6) 2022.